Event description:
During a planned left unicompartamental knee arthroplasty - uka - procedure, the implant rep verified with the surgeon that the tibial base plate implant was the correct implant for the "left" side. The rep called out the size and side which the surgeon agreed to, but did not visually verify with the rep. The rep left the operating room and then notified the surgeon that the implant was for a "right" and not a "left." By this time, the surgeon was closing the skin. A radiograph was performed on the knee and based on the image, the surgeon decided to leave the implant in place and to complete the case. A root cause analysis was performed and it was determined that the lettering on the packaging of the product is small. The surgeon cannot read the packaging with the hood (personal protective equipment) on. A review of other products made from a different MFR show that laterality is clearly marked on the packaging and easy to see from a distance of six to eight feet, even through ppe.